Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator stopped operating. There was no harm or injury reported. The device no longer provided the flow and did not annunciate an alarm. The patient alleged respiratory discomfort and the family reported the pressure was only increasing slightly. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control module needs to be replaced to address the issue.

Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator stopped operating. There was no harm or injury reported. The device no longer provided the flow and did not annunciate an alarm. The patient alleged respiratory discomfort and the family reported the pressure was only increasing slightly. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.